Event description:
It was reported that this brady lead was explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this deep septal lead exhibited loss of capture (loc). The physician opted to explant and replace this lead with a left bundle branch lead. No additional adverse patient effects were reported. This lead has not been returned.